Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. (B)(4). As the date of the aortic neck dilation/aneurysm enlargement is unknown, the reoperation date june 4, 2020, will be used as the date of event. According to the gore® excluder® aaa endoprostheses instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to aneurysm enlargement and endoleak.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment of an abdominal aortic aneurysm with a right common iliac aneurysm, a right internal iliac aneurysm, a left internal iliac aneurysm using gore® excluder® aaa endoprostheses. On unknown date, at the latest follow-up examination, it was confirmed an aortic neck dilation/aneurysm enlargement in the proximal side. Reportedly, there was a lack of wall apposition between the proximal side of the device and the proximal neck. On (B)(6) 2020, a reoperation was performed. During the procedure, a proximal type I endoleak was detected. The gore® viabahn® vbx balloon expandable endoprosthesis was implanted in both the left and the right renal arteries, and two additional aortic extender components were placed in the proximal side, just below the superior mesenteric artery. The endoleak was resolved and the procedure was completed.